Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down while in patient use. They will send the log files in for evaluation by nk. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but could not be provided: d10 attempt # 1: 07/31/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that the requested information cannot be provided.

Event description:
The customer reported that the central nurse's station (cns) shut down. They believe this may have been due to the failure of the power supply. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down. They believe this may have been due to the failure of the power supply. Very little information was provided regarding this event at the time of the initial call. No patient harm was reported. Investigation summary: the reported device is at its end-of-life (eol) and was not sent in for repair or evaluation. After some internal troubleshooting, the customer determined that the issue was due to the failure of the power supply. However, this cannot be confirmed. On a follow-up with the customer, they stated that they were unable to provide any further information regarding this event. The customer purchased a new cns to replace this one. Nk will continue to monitor and trend. The following field contains no information (ni), as an attempt to obtain the information was made, but could not be provided: d10 attempt # 1: 07/31/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) shut down. No patient harm was reported.